Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was investigated. Upon investigation the monitor was unable to acquire a baseline ECG signal. The cause of the lack of ECG signal was isolated to a damaged u612 component (inverting charge pump) on the c/a board. The u612 component had no output. The cause of the abnormal shutdowns was the defective u612. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.